Event description:
The initial reported this defibrillator goes into "monitor only" mode while corrected to a sim tester. Later, during a phone conversation, the lieutenant stated the unit was used on a pt and also would only monitor. The unit was not returned for service then due to budget issues. Pt info was promised, but was never sent.

Manufacturer narrative:
The returned defibrillator was tested using a known good pt cable and proper operation for pt treatment was verified. This testing verified the unit's impedance detection circuit and ability to treat a pt. The pt cable used at the time of the reported problem was not returned initially. The r2 pt cable was returned 4/6/99. The r2 pt cable was tested and found to have intermittent high impedance which could cause a "monitor only mode" condition. The hs3000 operating instructions define a recommended inspection designed to ensure the device is ready for use when an emergency occurs. This inspection would have identified the condition of the pt cable. The customer was sent a letter explaining our evaluation.